Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the hospital upon exhibiting syncope. Upon interrogation, it was revealed that the patient had exhibited fast ventricular tachycardia (vt) in the ventricular fibrillation (vf) zone and received high voltage therapy from their implantable cardioverter defibrillator, however, it was determined that the shock failed to convert the patient's vt. The patient reverted to sinus on their own after a period of time. No intervention was performed. The patient was stable.